Manufacturer narrative:
No injury reported. Manufacturer contacted dealer regarding incident. Dealer was not aware of alleged incident manufacturer received email from consumer. User had not contacted dealer regarding service and/or of any issue. Dealer contacted consumer and did service the product. A cable had a open wire and the device would not drive. Cable was replaced and chair remains in use. MDR filed as conservative measure.

Event description:
The consumer alleges the chair took off on its own, running into a table and hit the wall. No injury is alleged.